Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("heavy and irregular bleeding/abnormal bleeding (general") and uterine prolapse ("prolapsed uterus") in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included atenolol, biotin, calcium, cyanocobalamin (vitamin b12), ergocalciferol, medroxyprogesterone (depo provera), multivitamins, oxycocet (acetaminophen w/oxycodone) and prednisone. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections cutis)") and fatigue ("fatigue"). In 2014, the patient experienced migraine ("migraines") and weight increased ("weight gain"). On an unknown date, the patient experienced uterine prolapse (seriousness criterion medically significant), abdominal pain ("abdominal pain in my stomach area") and dysuria ("she needed catheter to urinate after removal of essure"). The patient was treated with surgery (total vaginal hysterectomy , bilaterlar salpingectomy- 21-sep-2016 to try and alliviate the symptoms) and surgery (uterosacral ligament suspension, enterocele repair, anterior repair, and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had resolved, the genital haemorrhage, uterine prolapse, migraine, weight increased, urinary tract infection, fatigue and dysuria outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, alopecia, dysuria, fatigue, genital haemorrhage, migraine, pelvic pain, urinary tract infection, uterine prolapse and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full tubal occlusion. Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs and medical record received-lot number, reporter information, patient details, product information, concomitant drugs, events- urinary tract infections utis, fatigue, prolapsed uterus, abdominal pain in my stomach area and she needed catheter to urinate after removal of essure were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), alopecia ("hair loss") and weight increased ("weight gain"). The patient was treated with surgery (pelvic surgery on (B)(6) 2016 to try and alliviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, migraine, alopecia and weight increased outcome was unknown. The reporter considered alopecia, genital haemorrhage, migraine, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.